Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative tricuspid regurgitation (tr), a horizontal heart and narrow calcified superior vena cava for a triclip procedure. During the procedure with a triclip, there was difficult advancing and retracting the into the triclip steerable guide catheter (tsgc) while in the right atrium. Troubleshooting was performed unsuccessfully, the tsgc and triclip were extracted from the body. A replacement tsgc and triclip were selected and a triclip was implanted successfully. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported difficult advancement and difficult retraction were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult advancement and difficult retraction were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.